Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 45cm peek monopolar handle, dings and scratches were noticed throughout the shaft. Also, it was noticed that a deep scratch was present at the proximal end. The 5mm, 45cm peek monopolar handle failed the insulation integrity test due the deep scratch that was found at the proximal end of the shaft. The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.